Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback following unrecoverable alarms as instructed in the user's guide. The returned cartridge is under investigation at the time of this report. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detection alarm occurred at the start of a routine hemodialysis treatment. Pink tinged effluent was observed by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.